Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported a month later that the patient was charging more than expected. The estimated recharge interval was calculated on the longevity calculator. The calculation were based on program 1: 3.3v, 450us, 75hx, 394ohm (2ca, 6an) = 11.8 days. The recharge statistics were reviewed. The 8840 (clinician programmer) recharge stats were: 7/18 4.5hrs/100%; 7/18 0.1/50%; 7/14 0.9/75%; 7/12 1.5hrs/75%; 7/4 5.2hrs/100%; 6/3 3.5hrs/75%. The patient gets 4-6 boxes typically for coupling but if she moves at all it would reduce from 6 to 4. It was found that the ins was taking charge fine but the patient was not always advancing in charge level due to lower coupling, which made it slower to charge. The recharge calculations appeared appropriate given the settings. Issue with coupling has been a problem since implant. The company representative met with the patient around (B)(6) in the ER and patient was not feeling stimulation. The patient was in the ER for reasons unrelated to the stimulation system. It was determined at that time that the patient's ins had been discharged prior some time to (B)(6). The patient had charged up the ins and then she had forgotten to turn the stimulation back on and that was why she was not feeling any stimulation. A few days later it was confirmed that the patient was able to couplewith her ins. The stimulation was turned on and the patient felt it.

Event description:
The patient last charged on sunday and she has been feeling stimulation until today. A coupling problem was reported. The patient repositioned the antenna and turned the dial but was unable to get coupling bars on the recharger. The patient had all the bars on the recharger on sunday. There have been no falls or trauma. Additional information has been requested.

Event description:
A month later, the company representative confirmed that the root cause of the coupling issue was that the patient was not positioning the antenna in correct location. The antenna locator feature and repositioning the antenna were the actions necessary to mitigate the coupling issue. The patient was able to increase the stimulation to address the pain. The patient was currently receiving effective therapy.